Event description:
There is no indication that the product caused or contributed to an adverse event. The patient claimed that they obtained a blood glucose result of "310 mg/dl" on the subject meter and within 30 minutes obtained a blood glucose result of "197 and 210 mg/dl" on a ultramini meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. This complaint is being reported as a malfunction because the alleged inaccuracies were not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation.